Event description:
(B)(4). According to the information received, a mom reported that a catheters end was sharp which caused pain, swelling and irritation. Also the balloon would not stay inflated. The mom reported that the child is fine.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.